Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to a permanent failure of the internal li-ion battery was observed. The device's internal battery needs to be replaced. The component is on backorder. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation, a follow up/supplemental report will be completed."